Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and returned for investigation. Simulated test use of the air gas module in a ventilator confirmed the reported problem which it failed with gas supply test during pre-use check. The failure was caused by a defective pressure sensor on a printed circuit board inside the air gas module. The defective pressure sensor was contaminated from the environment. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. In this case it will trigger the safety valve to open and the ventilation will be stopped.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).